Event description:
It was reported by the customer that the pyxis medstation es system tower door had multiple failure. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-sep-2022 to 19-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had multiple failures. A field service engineer replaced the doors with new latches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door had multiple failures. A filed service technician replaced replaced door with new latches to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system tower door had multiple failure. There were no adverse events or injuries reported based on this event.